Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0pkbz, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had a change in symptoms and had issues with bowel movement. The patient felt stimulation and reported of being on program 3 at 3.7v. The patient stated that they had increased from 3.0v and going higher than 3.7v was uncomfortable so they left it at 3.7v. The patient was assisted to change programs and increased amplitude and felt stimulation in the correct area. Additional information received from the hcp following the patient's appointment on (B)(6) 2015 reported that the patient was given IV fluids, a stool culture was taken and a prescription for change in symptoms was given and the patient was going to be re-evaluated in 4 weeks. The event occurred during use and the indication for use was gastrointestinal/ pelvic floor. No outcome was reported regarding the event. Follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.